Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Slight delamination was observed at the proximal end of the capsule. Deformation was evident at the proximal end of the capsule. The handle appeared to retract and advance the capsule with slight resistance experienced during the movement. The trigger moved to fully advanced and retracted positions and locked in place when released; however, resistance was experienced during movement. A kink was observed at the distal end of the inner member. It was not possible to load an in-house valve as the stylet could not be inserted into the inner member due to the kink on the inner member no other deformation evident to the remainder of the device. The reported event for difficulty to load could not be confirmed through analysis. The reported event for unable to deploy could not be confirmed through analysis. The reported event for bent capsule could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an initial implant procedure involving a transcatheter aortic valve, increased resistance was encountered during loading of the delivery catheter system (dcs), and the catheter felt "bent" to the loader. Upon inspection, the dcs and valve appeared normal, and a fluoroscopy check revealed no issues with the paddles. During implantation in the aortic position, deployment was started, and a gradual increase in resistance was felt on the handle. The dcs started to bend, and the valve did not unsheath. After deploying halfway on the handle with no visible unsheathing observed on fluoroscopy, the handle was rotated back to the fully sheathed position, and the entire system was withdrawn from the patient. A new valve and dcs were used, and the valve was successfully implanted. Upon further inspection, the issue was recreated, and an interaction between the valve and capsule was suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0013251164); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated product analysis: a bend was observed on the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.